Event description:
Customer claims the alarm has power, but no alarm tone when pressure is taken off the pad and when the sensor is detached from the alarm. Customer tested the unit with new batteries and sensor. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Evaluation: results: evaluation of the returned product shows the unit powers on, but does not alarm when pressure us taken off the sensor pad. The fail-safe feature and the tone selector do not work. No visible damage to the case. However, the battery door is missing from the unit. (B) (4).